Manufacturer narrative:
The insulin pump was received unable to perform all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to completely broken reservoir tube lip.

Event description:
Customer reported via phone call that the insulin pump was damaged. Customer blood glucose level was 151 mg/dl. Customer other relevant 127 mg/dl. Customer insulin pump was cracked. The device will be returned for analysis.